Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms. Customer states that he received no delivery alarm past three units. Customer was advised that this should not happen. Customer declined troubleshooting. Customer will call back when issue happens again. No further information provided.